Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the down key on the pump is non-functional. No adverse event reported. Requested return of the alleged pump for evaluation.